Event description:
International customer reports that a pt presented with an abdominal wound dehiscence at an unspecified time following a c-section. The pt was returned to surgery for repair. Additional info requested but no further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.